Event description:
The customer contact reported a leak. The customer reported that while in the pharmacy department, a pharmacist reported a leak between the pca vial and the anti-siphon valve of the tubing set. No further information was provided. There were no reported adverse patient effects and no reported delay in therapy critical to a patient. No medical interventions were reported. Hospira's medical investigation is complete. However, if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
A representative device from the same lot number was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.